Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a distal radius joint fracture procedure, when the doctor began to remove the guiding block that was attached to the plate from the patients radius, the screws connected with the plate was broken. The connecting screw was noted to be broken.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. This device was received broken off at the end of its threaded section. Possible cause of this complaint could be the overtightening and arise of vibrations on the plate that have caused this breakage. No product fault could be detected.